Event description:
The customer reported that following a diagnostic catheterization in 2000, a vasoseal vhd was deployed. The pt was discharged from the hosp. Over the next few days the pt noticed a small lump in their groin but no redness or tenderness was observed. Four days later, the pt called the physician regarding tenderness but declined being seen by the physician. One day later , the pt began to show signs of infection including a fever, and discharge from the site. Another day later, the pt was admitted to the hosp and underwent surgery for infection of the left common femoral artery. The pathology reports revealed four positive cultures for staph aureus and the blood cultures were positive for gram positive cocci in clusters. A left groin exploration and subsequent resection of the left common femoral artery was performed, followed by a left femoral ilio bypass using a saphenous vein graft. The muscle was resected and the wound was left open. Subsequent surgery to close the wound was scheduled six days later.